Event description:
It was reported that balloon rupture occurred. The target lesion is located in the superficial femoral artery. A 6.0x220x150mm sterling balloon catheter was selected for dilatation. The device was successfully inflated on three occasions; however, upon inflating the balloon the fourth time, it was noted that it would not inflate at 10 atmospheres. The physician inflated the sterling balloon catheter inside a covered non bsc stent and it couldn't inflate and the device was pulled out, it was then noted that the balloon had burst and had a hole. The device was removed intact from the patient and the procedure was completed with a 6.0x 300mm sterling balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).